Event description:
The customer obtained multiple non-reproducible vitros anti-hbs (ahbs) and rubella igg (rub g) patient results while using the vitros eciq immunodiagnostic system. Vitros ahbs results for a single patient sample gave the following results: (B)(6). Vitros rubella results for five patient samples were affected: patient 1 rub g result of 6.45 iu/ml (negative) vs. 219 & 162 iu/ml (positive). Patient 2 rub g result of 6.98 iu/ml (negative) vs. 99.6 iu/ml (positive). Patient 3 rub g result of 22.9 iu/ml (positive) vs. 8.29 iu/ml (negative). Patient 4 rub g result of 9.71 iu/ml (negative) vs. 93.0 iu/ml (positive). Patient 5 rub g result of 2.3 iu/ml (negative) vs. 34.1 & 26.8 iu/ml (positive). Biased results of the direction and magnitude observed could lead to inappropriate physician action. No affected patient results were reported to clinician. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
Investigation into this event determined that multiple, non-reproducible vitros anti-hbs (ahbs) and rubella igg (rub g) patient results were obtained. An ocd field engineer performed "as needed" service to the reagent metering and well wash subsystems on the vitros eciq analyzer. Performance testing following service verified that the equipment was returned to expected operation. The assignable root cause was an instrument related issue.